Event description:
Caller reported piece of the trach had broken off and patient was taken to surgery. Caller reported that decannulation and recannulation of a replacement tube was required. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.